Event description:
It was reported that the right ventricular (rv) lead had high thresholds, high impedance, and no capture at any output. A lead frac ture was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.